Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the main lamp was not working due to a defective power supply, corrosion was found on the socket, connector, top cover, rear panel, and the chassis. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus regarding a spare lamp error appearing on the visera elite xenon light source. The main lamp would not work, but the emergency lamp would. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Updated fields: g3, g6, h2, h4, h6, and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed the failure of the high intensity trigger. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a faulty power unit. The cause of this fault was unknown. Olympus will continue to monitor field performance for this device.